Event description:
It was reported that when the patient presented in the emergency room, no capture or sensing was observed. Low, out-of-range high voltage lead impedance in the svc to can vector was also noted. It was suspected that the lead had pulled back to allow an intermittent connection between the svc and the device. The lead was explanted.

Manufacturer narrative:
(B)(4).